Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017. That a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under cervical block anesthesia. According to the complainant, two minutes into ablation phase they got a fluid loss error message and noticed that the patient sustained a superficial burn to the lower portion of the vagina external to the cervical os. The burn was treated with silvadene cream. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.